Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that an asymptomatic patient presented to clinic during a follow up with a device exhibiting premature battery depletion. The remaining battery longevity has excessively decreased from the expected longevity. Device will be replaced upon eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.